Manufacturer narrative:
Follow-up #1: date of submission 08/001/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: unexplained por¿s observed in the black box. The battery compartment is cracked on the side from threads to cover. Corrosion observed inside battery compartment. Returned battery cap has stripped threads and is unable to fully attach to the pump. Por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time. Leak test verifies leak in battery compartment. Removed pump cover; no further evidence of moisture damage was found. No damage to the power circuit was observed. The display screen has a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.